Manufacturer narrative:
(B)(4). Batch #n92u7e. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the clean blade and replace instrument alert screens. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. A small metal staple was found between the tissue pad and blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a gastric bypass procedure, the error message "clean blade" was signed by generator. After the nurse had cleaned the blade with a wet gauze pad, the next message on the generator was ¿test device¿ and after a test of the device came the message to change the sheer. The surgery team/nurse packed then the device back in the original harmonic packing. The procedure was completed with no more advanced bipo device. There was a delay of 5 minutes. There were no adverse consequences for the patient reported.